Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procodes: hsz, gfa, gff d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: part: 04.615.601s, lot: 5692p97, manufacturing site: mezzovico. Release to warehouse date: 02 june 2023. Expiration date: 01 may 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2024, the 3.2 bits of have no cut and were folded at the moment of use. This report is for a 3.2mm drill bit/qc/145mm. This is report 2 of 2 for (B)(4).